Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient area was not loading. A technical support specialist (tss) dialed into the server and checked the station assigned to each area. It was noted that the station was assigned to pacu area. Customer confirmed with tss that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient area was not loading to the device. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.